Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the stroke/cva was not determined.

Event description:
The user facility reported a 59-year-old male with multiple cardiac and systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed a large cerebral hemorrhage during impella support. As a result of the noted condition, the patient's family decided to withdraw care after 6+ days of support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03851 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.